Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and the keypad was unresponsive. The insulin pump was totally dead. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the active current measurement, self test and displacement test. No blank display noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with high sleep current due to moisture damaged on electronic assembly.